Event description:
It was reported that a patient had an uneventful carotid stenting in 2007 and was discharged to home the following day; however, the following month, the patient experienced a seizure, right sided weakness and fell out of bed lacerating the left eyebrow on the same day. The patient was taken by ambulance to the hospital where 3 more seizures occurred, as well as altered mental status (ams). The ams resolved four days later with no treatment. The seizures were treated with ativan and cerebyx and resolved four days earlier. The right sided weakness resolved two days later. The patient was discharged to home eleven days later. No additional information available.

Manufacturer narrative:
The device was not returned for analysis, and there was no lot information provided. Based on the available information, it was not possible to perform device investigation or lot history review in this case.